Event description:
It was reported that bd angiocath plus¿ i.v. Catheter 24ga x 0.75in contained foreign matter. The following information was provided by the initial reporter: " there is foreign material in the catheter chamber. There is foreign material inside the chamber."

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-08-06. H.6. Investigation summary : one photo and one sample was received by our quality team for evaluation. Visual inspection showed a white-like substance inside the chamber of the returned sample. The sample was then sent for fourier transform infrared spectroscopy (ftir) testing. The ftir results shows that the spectrum obtained showed a reasonable match with epoxy resins. Therefore, the investigation was able to confirm what the customer had experienced. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process was reviewed. Epoxy is used in the production and assembly process for cannula to hub. Epoxy is part of the process and not a foreign matter. A simulation was performed to duplicate the defect in low and high temperatures. During the simulation, no abnormalities were observed and it was observed that the samples are not similar to the returned customer sample. Therefore, the root cause is unable to be determined and this is most likely an isolated case. Current controls are personnel involved in the assembly process are trained in an in-process check for epoxy on the hub, there is an outgoing inspection to check for insufficient adhesive / epoxy, and there is an alarm which is triggered if the icam's oven temperature goes out of range. There are also in-process and out-going inspections in place to check for foreign matter. For this batch, no foreign matter was observed and no quality notifications were raised. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd angiocath plus¿ i.v. Catheter 24 ga x 0.75 in contained foreign matter. The following information was provided by the initial reporter: "there is foreign material in the catheter chamber. There is foreign material inside the chamber."